Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service representative reseated the connections in the x-ray controller board and backplane. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system had a housing over heated error message. No patient injury was reported.